Manufacturer narrative:
After battery installation, the unit displayed a critical pump error (open book image) on the lcd screen due to signs of previous moisture presence and corrosion all along the bottom of pcba1 especially around the battery connectors. Unable to perform the displacement, and self tests due to the critical pump error.

Event description:
Information received by medtronic indicated that the water inside the insulin pump through the screen and the compartments were filled with water. Customer stated they did hear fluid when shaking the insulin pump and they saw fluid under the lcd. No harm requiring medical intervention was reported. The device will be returned for analysis.